Manufacturer narrative:
If implanted; give date: not applicable as the lens was not implanted. If explanted; give date: not applicable as the lens was not implanted; therefore not explanted. Device evaluation: the sample was received for investigation. The preloaded insertion system was received in the original folding carton. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using magnification was performed. The lens of the preload system was observed stuck at the cartridge tube and tip. The leading haptic was observed folded. The trailing haptic was observed folded and distorted. The cartridge tip was observed deformed. The reported issue was not confirmed on the returned lens. However, haptic damage and lens stuck in cartridge were verified on the returned lens. No product deficiency was identified. Based on the evidence observed, the unit was handled and used. Manufacturing record review: a review of the manufacturing records was performed. The lens was manufactured according to specifications. A search on complaints revealed no other complaints have been received for this production order. Labeling review: the directions for use was reviewed. The dfu adequately provides instructions, precautions and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens, model pcb00, the leading haptic was not folded. The lens would not advance. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.